Manufacturer narrative:
Final analysis found insulation degradation at 4.6 cm to 5.6 cm from the connector pin. The exposure of the outer coil at this location most likely contributed to the reported complaint of noise from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Device interrogation revealed noise on the right atrial lead. The lead was explanted and replaced on (B)(6) 2016 without any complications. The patient was asymptomatic prior, during and post procedure and was doing fine in the recovery room.